Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with low blood glucose levels. The customer's blood glucose level was reported to be as low as 48mg/dl and 45mg/dl. It was reported that the customer attributes the lows to not counting carbs correctly. No further information provided.